Event description:
It was reported that the user experienced frequent and repeated occlusion alarms on the ilet despite using different infusion sets, and the user suspected a driver piston issue; a replacement device was provided and the original device return was requested for evaluation. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included replacement of the ilet and user education on data sync, device shutdown, return procedures, and start-up of the replacement device. Investigation included technical review of the alarm history and receipt and inspection of the returned device. Investigation of this case revealed recurrent occlusion alerts consistent with an insulin delivery obstruction, with involvement of the drive mechanism. The issue was identified as a faulty motor train that interfered with the motor train's performance triggering the occlusion alarms.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.